Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. B3. Date of event: last few months, date approximated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. The pump stayed flat, and air was noticed in the system. The device had fluid loss. The cylinder had a fracture on right, proximal side towards the end. The ipp was explanted and replaced. No patient complications reported.